Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During revision surgery, the physician confirmed that the cuff was not reaching full closure presumably due to pressurization loss. The doctor incised and removed the old balloon, which was found to be overfilled. A new balloon was implanted and cycled under visual confirmation. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4).